Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the patient did not experience any injury or bleeding during the procedure. There were no abnormalities noted with the instrument, such as dislodged or misaligned jaws or grip tips sticking out. The jaws were not stuck on tissue when the issue occurred, and there was no unexpected tissue removal. Additionally, the instrument was not in strong grip mode at the time of the event.